Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: event date is unknown.

Event description:
It was reported that the patient's ipg was unable to connect to external devices after the patient had a surgery and did not place the ipg into surgery mode. Troubleshooting was performed, and the ipg was recovered. Patient has effective therapy.